Event description:
Caller reported a cartridge alarm 30 during the load process. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact to the customer¿s blood glucose level. Customer had already filled a second cartridge prior to assistance from support, which helped customer successfully complete the load process and resume insulin therapy, resolving the issue.